Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a meal announcement while using the ilet system, with cgm and glucometer values aligning and a peak around 278 mg/dl; insulin delivery was confirmed, and the user later replaced a steel 6 mm contact/detach infusion set, after which glucose trended down to 152 mg/dl. Symptoms included hyperglycemia without ketone testing, without alerts persisting over 90 minutes, and without acute symptoms such as dizziness or loss of consciousness. Outcomes included no need for medical assistance, no professional medical intervention, and no hospitalization. Investigation included review of device data and user report, guided troubleshooting, and education on infusion set replacement. Investigation of this case revealed glucose elevation with confirmed insulin delivery and resolution after infusion set change, with no device malfunction identified. It was concluded that the event was hyperglycemia with an unclear cause that resolved with continued therapy and infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.